Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: 5019281. Serial: (B)(6). Product family: scs-ipg. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 344970.

Event description:
It was reported that patient underwent a spinal cord stimulation (scs) explant procedure due to one of the patients lead caused blood infection.